Event description:
It was reported that log file review showed power cable disconnect, low power hazard and no external power while connected to mobile power unit (mpu) on (B)(6) 2024. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power while connected to the mobile power unit (mpu) was confirmed. The submitted controller event log file contained data spanning 6 days (30aug2024 ¿ 04sep2024 per the timestamp). The log file captured power cable disconnect, low voltage hazard, and no external power alarms on (B)(6) 2024 from 20:57:40 to 20:57:41, 22:46:06 to 22:46:23 and on (B)(6)2024 from 12:05:04 to 12:05:52 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. Additional information provided stated that the alarms were associated with losses of ac power to the home. The mpu remains in use. The root cause of the reported event was determined to be losses of ac power to the home, per the provided information. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the alarms were associated with losses of ac power to the home. The mpu remains in use.